Event description:
On (B)(6) 2015 patient had an open ventral hernia repair and post operatively showed no bowel movement with tachycardia and abdominal pain. A CT scan showed a fluid collection behind the abdominal wall. The fluid collection was drained on (B)(6) 2015 showing purulent material and the patient was started on organism specific antibiotics. The xb tintra e-2226 was confirmed sterile through review of manufacturer sterilization records. On (B)(6) 2015 a follow-up CT scan showed no further fluid collection behind the abdominal wall. The patient was ambulating by (B)(6) 2015 and discharged with their drain in place.